Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 43 mg/dl. Customer was treated with glucose tablet and carbohydrates. Customer was not using auto mode. Customer did not allege that the insulin pump was over delivering. The insulin pump will be returned for analysis.